Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noticed in the supply line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during an unknown process step while the patient was connected. The hp stated that everything was connected correctly and tight, no leaks anywhere, they were connected the whole time, and they did not use a patient line extension. During troubleshooting, nothing was found that could have caused or contributed to the air in the supply line. Continuous ambulatory peritoneal dialysis was discussed to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.